Event description:
It was reported that the ipg was no longer functioning as intended. The patient underwent an ipg replacement procedure. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in november of 2023.